Event description:
It was reported patient underwent a rotator cuff repair on (B)(6) 2013. During the procedure, three bipass sutures were used without success. The surgeon completed the procedure with another set and a bipass clamp. As a result, there was an hour and a half delay to the procedure.

Manufacturer narrative:
Event is being reported to FDA on one medwatch as a delay occurred. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. Evaluation of the explanted device found evidence the two needles bent where they were designed to if too much pressure was applied. The third needle which had the button fractured appeared to have been mis-loaded. There are warnings in the package insert that state that this type of event can occur: under warnings, number 4 states, "do not apply excessive force to the pusher actuator. Repeat step 3a if necessary to avoid excessive force."